Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.

Event description:
The customer reported that the machine pressure sensor autozero failed, error code 1109. The device was reported to not be in use. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer to try the following to resolve the issue: 1verify pin alignment between solenoids and the da pcba, replace the machine auto-zero solenoid (sol 2 and sol 4), 3) replace the da pcba. Further information is pending.